Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the cuff of this endotracheal tube easily deflated during use. No adverse patient effects were reported.

Manufacturer narrative:
One tracheostomy 9.0mm prof cuff 15mm connector was received in used condition without its original packaging. The sample was visually inspected, at a distance of 12" to 16" and normal conditions of illumination. No discrepancies were found. The sample was also functionally tested. A syringe was used to inflate the cuff of the sample, and was it was then submerged under water in order to verify for leaks. A leak was detected in the cuff. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.